Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was 110 mg/dl. The customer is advised the internal power source in the pump is unable to charge. The customer stated power error detected recurred within 4 hours of troubleshooting previous occurrence. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the functional testing including the self test, sleep current measurement test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump error was confirmed in the long trace. The long trace confirmed that the root cause was the non-sleep anomaly software error. The pump had minor scratches on the display window and a scratched case.